Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. The screen was black, but the pump could be controlled from the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the end user reported that the display was blank upon startup but once the screen was tapped it worked intermittently. The fsr could not duplicate the reported issue. She replaced the roller pump display. Verification and release testing was passed. The unit operated to the manufacturer's specifications.